Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. The issue was determined to be related to the ac power adapter. The customer was advised to order a new ac power adapter. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was very slow to turn on. Further evaluation by physio-control determined that the device had intermittent power issues. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.